Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had diminished battery life and buttons were sticky and had to pressed two to three times. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with incorrect date. This initial MDR was submitted in error as it was a duplicate of asr report. The complaint had already been reported on january 17, 2019 in asr (exemption e2015043) 2018 q4 report.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing.